Event description:
A consultant was at a patient's surgery for a prophylactic battery replacement. The surgeon removed a m102 and attached a m105, sn (B)(4), and performed diagnostics and got high lead impedance. The surgeon took out the pin and reinserted several times continuing to get high lead impedance. The surgeon felt like he could not get the pin to go in all the way, saying that the silicone was too wide to go into the header of the 105. The surgeon took the generator off of the lead and performed generator diagnostics which were all ok with ohms of 3912. The surgeon asked for another generator. A model 103 was opened and connected to the implanted lead and diagnostics after connecting to the lead were again high impedance. The surgeon decided to put the m105, sn (B)(4) back on the lead and he used another instrument to force the pin into the connector block. The m103 was cored when surgeon was trying to remove it. Diagnostics performed after that were all ok with 3124 ohms. The device history record was reviewed and all items passed prior to distribution.